Event description:
The customer stated that the central monitoring system (cns) reboots on its own. It has done this twice within the 10 minutes. Upon reboot, it makes a loud beeping sound and after that the cns starts normally. MFR # 8030229-2015-00206.